Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the manufacturer representative (rep) stated that the patient had an MRI yesterday, but the pump was not read until today. When the pump was read it initially still showed that it was stalled. The logs showed a stall at 08:46 yesterday but no recovery. By the time the rep called the healthcare provider back they were seeing the recovery log. The manufacturer's technical services specialist (tss) reviewed telemetry mode. Tss explained pump likely recovered shortly after the MRI however in that case the log is delayed until the pump was read.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.